Event description:
New information on (B)(4) 2019 stated noise was seen on both leads and the patient was stable.

Manufacturer narrative:
No code available - the lead exhibited unspecified issue. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and ventricular leads exhibited unspecified issue. Both leads were explanted and replaced. The patient was discharged.